Event description:
It was reported that the procedure was to treat a lesion in the distal anterior tibial artery with heavy calcification, heavy tortuosity and 100% total occlusion. The 1.2x20 mm armada xt percutaneous transluminal angioplasty (pta) catheter became stuck with a non-abbott guide wire and both devices had to be removed from the anatomy together as a unit. The vessel access was lost and a new wire and balloon were used to complete the procedure; however, there were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. The production record and corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported difficulty removing the device from the guide wire is related to a potential product quality issue. Possible factors that may contribute to the difficult removing the guide wire causing resistance between the devices may include, but not limited to, manufacturing damage, inner diameter of guide wire lumen, condition of the guide wire, or damage to the distal shaft of the catheter. Returned device analysis noted the proximal end of the balloon and the balloon inner member were wrinkled, and the inner and outer member were sporadically bunched and wrinkled proximal to the proximal seal. In this case, it is possible that the noted wrinkled and bunched balloon, inner and outer member contributed to the noted difficulty removing the device; however, it is unknown when these damages occurred and therefore, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the distal anterior tibial artery with heavy calcification, heavy tortuosity and 100% total occlusion. The 1.2x20 mm armada xt percutaneous transluminal angioplasty (pta) catheter became stuck with a non-abbott guide wire and both devices had to be removed from the anatomy together as a unit. The vessel access was lost and a new wire and balloon were used to complete the procedure; however, there were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. Subsequent to the initially filed report, it was reported there were no adverse patient effects and although there was a delay in the procedure, there was no harm to the patient. No additional information was provided.